Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported bent delivery catheter (dc) shaft was confirmed via returned product analysis. Potential causes for dc shaft bends can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends may be influenced patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, it is possible that the clip getting caught in chordae caused increased tension on the device, such that the mandrel became bent, resulting in the bent dc shaft. This type of damage can result in further deflection of the device during unlocking attempts as additional tension is being applied to the device due to lock lever retraction, causing the dc shaft to bend/deflect further. Based on the information reviewed and the evaluation of the returned device, the cause for the bent mandrel and dc shaft appear to be related to procedural condition. There does not appear to be any evidence of a product quality deficiency. With regards to the clip getting caught on chordae resulting in difficulty removing the cds, it was reported that the echocardiographic images were not optimal. Therefore, the suboptimal echocardiographic images were likely contributory to the reported clip getting caught in chordae. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in difficulty removing the clip delivery system appears to be related to procedural conditions and not a product quality deficiency. Based on the information reviewed, the reported tissue damage appears to be related to procedural conditions; however, a definitive cause for the unchanged mitral regurgitation (mr) cannot be determined. It should be noted that while the final mr was unchanged with the implantation of two clips, the patient effect of worsening mitral regurgitation and tissue damage (mitral valve injury), is listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint handling database indicates there have been no similar incidents of bent dc shaft or difficult to remove reported for this lot. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is submitted to report the significant movement of the clip in the left ventricle, and the clip becoming caught in the chordae resulting in a chordal rupture. An additional clip was used for treatment which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Echo imaging was suboptimal. The clip delivery system (cds) was advanced to the mitral valve. The clip was positioned medial over the main jet, and advanced into the left ventricle (lv). It was suspected that the clip was in contact with chordae; therefore, the clip was inverted and retracted. The grippers were lowered and raised and then the clip was rotated a few degrees. Finally the clip could removed into the left atrium. While trying to get the clip free, it was suspected that a chordae ruptured and the mr increased to 4. It was noted that while unlocking the clip, the clip moved 30 degrees medial and was into the medial commissure. A curve was also observed in the delivery catheter shaft; therefore, it was decided to exchange the cds. Two additional cds were used to treat the chordae rupture and the mr. The mr was reduced to grade 3-4 with 2 clips implanted. There was no clinically significant delay in the procedure. The patient was extubated and clinically stable post procedure. No additional information was provided.